Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after this right ventricular (rv) lead was implanted a follow up was performed days later and high pacing thresholds were noted. The device was reprogrammed, however another check days later showed no changes, thus an rv lead repositioning took place. An optimal position was found and the procedure was completed. No additional adverse patient effects were reported.